Event description:
It was reported that the 7700 system had physicist discrepancy, the mag mode was out of specifications. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.